Manufacturer narrative:
Product event: 700829894. Eval method: generator still in use and facility not returning for investigation. Eval results: generator still in use and facility not returning for investigation. Eval code conclusion: generator still in use and facility not returning for investigation. (B)(4).

Event description:
Approximately 4-6 weeks after four single-level lumbar fusion cases (3 primary, 1 revision) it was reported that each of the patients experienced excess serosanguinous fluid drainage and wound dehiscence during which an aquamantys generator and aquamantys 6.0 bipolar sealer was utilized. In addition, one of the four patients was determined to have a surgical site infection which was treated effectively with antibiotics. Each of the cases required an additional procedure for debridement of the operative site. It is currently reported that all four patients are doing well with no further signs of wound complication or infection. Currently there is no patient specific information therefore all of these similar events are combined into one MDR report. As indicated by the physician widespread use of aqm, especially in areas without immediate (i.e. Active bleeding) clinical need, was the likely culprit of the wound complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.